Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states. Please refer to the attached analysis report.

Event description:
(B)(4) the patient was implanted on (B)(6) 2022. On (B)(6) 2022, the battery impedance was 260 ohms. On (B)(6) 2023, the battery impedance was 4370ohms. The pacemaker replacement is planned on (B)(6) 2023.